Manufacturer narrative:
Zoll medical corporation evaluated the onestep electrodes and the customer's report was not replicated or confirmed. Pads passed testing with a known good device and simulator. Pads were scrapped at zoll. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device was unable to obtain an ECG signal via these onestep pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.